Event description:
Boston scientific became aware of an event involving the axios stent and electrocautery-enhanced delivery system through the article "endoscopic ultrasound guided gastro-gastrostomy for management of pouch outlet obstruction secondary to vertical banded gastroplasty: efficacy and safety" by, hoilat, g., et al. According to the article, a retrospective study was conducted between june 2019 and january 2024, analyzing patients who underwent eus-gastrogastrostomy for poo related to vbg in a tertiary hospital. Nine patients were included in the study. One patient experienced stent migration into the small bowel eight months post-procedure, necessitating an exploratory laparotomy and small bowel enterotomy. In this case, the lams had been placed into an existing gastrogastric fistula, possibly resulting in the inferior anchoring. Please see the referenced article for full details. Note: it was reported that the axios stent was used during an endoscopic ultrasound-guided gastro-gastrostomy for the management of pouch outlet obstruction (poo) secondary to vertical banded gastroplasty and that the stent migrated eight months post-procedure. However, the axios stent and electrocautery-enhanced delivery system instructions for use (IFU) state that the stent is indicated for the use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocyst or greater than or equal to 6 cm in size and walled of necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation for up to 60 days and should be removed once pseudocyst or walled-off necrosis resolution is confirmed. The axios stent is not intended to treat or manage pouch outlet obstruction (poo) secondary to vertical banded gastroplasty, nor should it be placed in a gastrogastric fistula. Furthermore, the study did not adhere to the recommended indwelling time for the stent to remain in place.

Manufacturer narrative:
Block a4: patient's weight: 107.3 kilograms block b3: approximated based on the date the article was conducted. Block d4, h4: the literature article did not provide the suspect upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2 literature source: hoilat, g., et al "endoscopic ultrasound guided gastro-gastrostomy for management of pouch outlet obstruction secondary to vertical banded gastroplasty: efficacy and safety". Obesity surgery (2025) 35:3316-3320. Https://doi.org/10.1007/s11695-025-07957-8. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f19 captures the exploratory laparotomy and small bowel enterotomy procedure. Block h11: the device was not returned; therefore, technical analysis could not be performed. However, media analysis was performed, and it was observed that the device was in the patient's anatomy. The investigation could not confirm the reported event of stent migration. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The axios stent and electrocautery-enhanced delivery system instructions for use states, " the stent is indicated for the use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocyst or greater than or equal to 6 cm in size and walled of necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation for up to 60 days and should be removed once pseudocyst or walled-off necrosis resolution is confirmed." The axios stent is not intended to treat or manage pouch outlet obstruction (poo) secondary to vertical banded gastroplasty, nor should it be placed in a gastrogastric fistula. Furthermore, the study did not adhere to the recommended indwelling time for the stent to remain in place. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block a4: patient's weight: 107.3 kilograms. Block b3: approximated based on the date the article was conducted. Block d4, h4: the literature article did not provide the suspect upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2 literature source: hoilat, g., et al "endoscopic ultrasound guided gastro-gastrostomy for management of pouch outlet obstruction secondary to vertical banded gastroplasty: efficacy and safety". Obesity surgery (2025) 35:3316-3320. Https://doi.org/10.1007/s11695-025-07957-8. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f19 captures the exploratory laparotomy and small bowel enterotomy procedure.

Event description:
Boston scientific became aware of an event involving the axios stent and electrocautery-enhanced delivery system through the article "endoscopic ultrasound guided gastro-gastrostomy for management of pouch outlet obstruction secondary to vertical banded gastroplasty: efficacy and safety" by, hoilat, g., et al. According to the article, a retrospective study was conducted between june 2019 and january 2024, analyzing patients who underwent eus-gastrogastrostomy for poo related to vbg in a tertiary hospital. Nine patients were included in the study. One patient experienced stent migration into the small bowel eight months post-procedure, necessitating an exploratory laparotomy and small bowel enterotomy. In this case, the lams had been placed into an existing gastrogastric fistula, possibly resulting in the inferior anchoring. Please see the referenced article for full details. Note: it was reported that the axios stent was used during an endoscopic ultrasound-guided gastro-gastrostomy for the management of pouch outlet obstruction (poo) secondary to vertical banded gastroplasty and that the stent migrated eight months post-procedure. However, the axios stent and electrocautery-enhanced delivery system instructions for use (IFU) state that the stent is indicated for the use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocyst or greater than or equal to 6 cm in size and walled of necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation for up to 60 days and should be removed once pseudocyst or walled-off necrosis resolution is confirmed. The axios stent is not intended to treat or manage pouch outlet obstruction (poo) secondary to vertical banded gastroplasty, nor should it be placed in a gastrogastric fistula. Furthermore, the study did not adhere to the recommended indwelling time for the stent to remain in place.